Event description:
The stapler misfired while trying to staple the renal vein. During the misfire, the stapler started to fire, but then immediately stopped. The stapler is &quot;powered&quot;, but we were unable to back off/release the stapler using the powered device. This then required manually opening the jaws of the stapler (while it was still on the renal vein).